Event description:
Device failure of the 6f ansl cook sheath 70 cm. Upon removal of the ansel sheath, the sheath disintegrated. The sheath frayed and broke off with the retained portion remaining inside the pt at the cfa and wire access lost. Pt taken to surgery for sheath removal. FDA safety report ID# (B)(4).